Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, diagnostic imaging was performed and the atrial lead was noted to be dislodged. Atrial pacing is not required for the patient therefore no intervention was performed at this time. The patient was stable with no consequences.